Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Removal from package. Were there patient consequences? If yes, please explain. No. Please provide lot number of product code vp2345.-I don't have wrapper kindly confirm the device return status. Already sent it to given address. Note: please mention the source through which the information is received (information received from dr, nurse etc.) Information given by nursing staff. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and one winding former with a suture and needle was received for analysis. Product code vp2437. Upon visual assessment of the winding former, it was noted that the needle was detached from the suture. Besides that the sutures could not be dispensed since have begun with the process of degradation and the time of exposure of sutures to the environment could not be determined. In addition, the foil packet was not returned for evaluation. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. It was reported that suture breakage during the surgery. There were no patient consequences reported. Additional information was requested.